Event description:
It was reported that during unpacking for a stenting treatment procedure, stent damage was noted. A 3.5x12mm promus element stent was removed from the package and it was noted to not be properly crimped and have distal stent damage. The procedure was completed with another promus element stent. No patient complications occurred. Patient status is listed as stable. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that during unpacking for a stenting treatment procedure, stent damage was noted. A 3.5x12mm promus element stent was removed from the package and it was noted to not be properly crimped and have distal stent damage. The procedure was completed with another promus element stent. No patient complications occurred. Patient status is listed as stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. Rows 1-3 had struts raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)